Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that an mr290v vented autofeed humidification chamber had a crack on the chamber dome after 26 days of use. There was no reported patient consequence.

Manufacturer narrative:
Ps298708 method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage and connected to a water source to check for the reported leak. A scanning electron microscopy (sem) analysis was then conducted on the complaint mr290 chamber. Results: visual inspection of the complaint mr290 chamber revealed a crack line on the chamber dome near the hinge bracket. The surface of the dome was whitened between the base and the maximum fill line of the chamber. No leak was observed when the chamber was connected to a water source. Sem analysis of the complaint mr290 chamber provided evidence of environmental stress cracking (esc). Esc was shown by surface deformations on the crack surface, radiating out from the point of exposure to a harsh chemical. Multiple points of a chemical attack on the chamber's surface were present. Conclusion: the nature of the cracking and the details revealed through sem suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking and discoloration of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in japan reported via a distributor that an mr290v vented autofeed humidification chamber had a crack on the chamber dome after 26 days of use. There was no reported patient consequence.